Event description:
It was reported that a patient underwent an anterior cruciate ligament reconstruction procedure on (B)(6) 2011 and suture was used. The suture was used under the skin with knotted suturing technique. Two weeks later, the patient was discharged from the hospital. Four weeks after the surgery, the patient had swelling around the knee joint wound site and white pus under the skin at the suture site. The tissue and the exudate fluid was cultured and there was no bacteria. Five weeks after the surgery, the patient went to the hospital and underwent a re-operation. The sutures were removed from under the skin, and the knee joint was lavaged. A different type of suture was then used. The surgeon opines this may be an antibody-antigen reaction because the patient used these sutures in the past for another surgery. The patient is currently in stable condition.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dh2303, batch dj7096. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02229. The same patient is represented in each medwatch.